Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10g26065 and h10i22029 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a health professional from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the caregiver stated the patient was hospitalized for peritonitis (B)(6) 2011. It is unknown whether a culture was performed. Treatment for the peritonitis was not reported. The patient is recovering from the peritonitis. The action taken with dianeal therapy was ongoing. Concomitant medications were not reported. The consumer believes the event is not related to dianeal therapy.